Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B) (6) female patient (patient weight is unknown). During the deployment of the stent, the introducer/guide catheter became separated and remained inside the deployed stent. The patient was scheduled for a follow-up procedure, the following week, where the introducer/catheter and stent, inside the patient, were removed and another rapid exchange plastic biliary stent was deployed with no patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
(B) (4) therapy/non-surgical treatment, additional. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.